Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope head wobbles and the communication system is very loose and needs to be replaced.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming communication system was replaced. The system was then tested and met all product specifications. The communication system was received and a visual assessment of the returned sample found screws missing from the cover. The sample was installed on a calibrated microscope system. The yoke of the scope head could be tightened to the communicating system, however the optical head was found to be loose. Further investigation found the four screws in the communicating system bottom adapter to be loose. The screws were tightened, and then the scope head was found to be stable. The company service representative noted that the system is transported frequently and it was observed that the system is not always strapped securely during transport. As the system is transported frequently and not always strapped securely during transport, it is likely that the continuous shipping/handling of the system contributed to the reported event; however, this is unable to be determined conclusively. The system operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws in the communicating system bottom adapter; however, how or when the screws became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).